Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption, and/or excessive, unusual and/or awkward movement and/or activity." This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-02849 & 03091).

Event description:
It was reported a patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2004. Intraoperatively, the femur fractured and a cerclage cable was used in the procedure. Subsequently, the patient was revised on (B)(6) 2005 and the cable was removed. Additional information received from surgeon indicates patient underwent a revision procedure on an unknown date due to loosening.